Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If the device is returned or additional information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that during a transurethral resection of the bladder tumor (turbt) procedure, the black tip of the device broke off inside the patient's bladder. The physician irrigated the bladder but was unable to locate the broken piece. An xray of the area was also performed and the tip could not be visualized. The broken tip was not retrieved. It is unknown at this time if the patient was made aware of the missing tip that broke off in his bladder. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection found that the gray insulating tip was broken off and missing from the device. The broken tip was not returned for evaluation. The outer tube was bent and buckled. The most likely cause can be attributed to impact damage, due to the fact that the device may have been dropped with the beak pointing down, causing it to break off. The instruction for use states, "always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop-align working element and sheath parallel to one another before proceeding. If additional information becomes available at a later time, this report will be supplemented.